Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70, serial: (B)(4), batch: 7026123.

Event description:
It was reported that the patient had meningitis. It was noted that the patient was shaking after taking antibiotics. The physician believed that the patients symptoms were not device nor procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient remained hospitalized and was treated with high dose antibiotics. No device malfunction was suspected. The explanted devices will not be returned.